Event description:
A report was received the patient was admitted to the hospital due to left frontal wound dehiscence. The patient was treated with wound debridement and then discharged. Additional information was received that the patient underwent a left lead explant and was treated with IV and oral antibiotics. The reported issue was resolved.

Manufacturer narrative:
A review of the manufacturing documentation of the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device discarded by facility.

Event description:
A report was received the patient was admitted to the hospital due to left frontal wound dehiscence. The patient was treated with wound debridement and then discharged. The reported issue was resolved.